Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. There was no stability. The patient also experienced an allergic reaction. The implant was explanted six days after initial placement.